Event description:
Customer reported experiencing a cartridge alarm 20, which was part of a series of previous alarms with their current pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump. The customer is working on sending insurance details and will complete the loaner pump process independently.